Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support used a remote electronic connection method on 28aug2018 to assess the instrument test well images in question, and determined that the instrument test well images in question were visually negative. The immucor laboratory tested retention product on 29aug2018, which performed as expected. The internal immucor record tracking number for this record is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody identification when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2018.